Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was extruding into her left pelvis/ third essure device was located laying over the serosa of the rectum imbedded in the fat within her left pelvis"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("adhesions between her colon and abdominal sidewall as a result of her previous surgery") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "third essure device was located". The patient's past medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic adhesions (seriousness criterion medically significant) with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("pain during intercourse"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove devices within the tubes. Removal 3rd coil by colorectal surgeon and diagnostic laparoscopy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, bladder disorder, fatigue, alopecia, migraine, abdominal pain, back pain, procedural pain and pelvic adhesions outcome was unknown and the pelvic pain and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic adhesions, pelvic pain and procedural pain to be related to essure. The reporter commented: essure removal date was reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: device was extruding into her left pelvis. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/essure device was extruding into her left pelvis, located laying over the serosa of the rectum embedded in the fat within her left pelvis"), rectal perforation ("perforation rectom"), genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)"), haematochezia ("abnormal bleeding (general) bloody stool") and pelvic adhesions ("adhesions between her colon and abdominal sidewall as a result of her previous surgery") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "third essure device was located". The patient's past medical history included multiparous, multigravida and parity 3 ((19feb2006, 27aug2010,06jun2012)). Previously administered products included for contraception: mirena from 2010 to (B)(6), 2012. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included psoriasis and depression. Concomitant products included medroxyprogesterone (depo provera) from 29-jul-2013 to 29-oct-2013 for contraception, antidepressants since june 2012 for postpartum depression, steroid antibacterials since 2008 for psoriasis as well as betamethasone since 2008, fluoxetine hydrochloride (prozac) since 2008 and ibuprofen since 2015. On (B)(6), 2013, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"). On (B)(6), 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6), 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and haematochezia (seriousness criterion medically significant). In september 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), abscess jaw ("abscess on jaw line"), bruxism ("grinding teeth") and pain in jaw ("jaw pain"). On 5-nov-2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6), 2013, the patient experienced rectal perforation (seriousness criteria medically significant and intervention required). In (B)(6),2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6),2014, the patient experienced hot flush ("hot flashes") and hyperhidrosis ("sweats"). On (B)(6), 2015, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), gastrointestinal disorder ("bowl problems"), weight increased ("weight gain"), menometrorrhagia ("heavy irregular periods"), constipation ("constipation") and complication of device insertion ("essure had misfired"). The patient was treated with medroxyprogesterone acetate (provera), clindamycin, metronidazole, cefalexin (cephalexin), amoxicillin, amfetamine sulfate (amphetamine salts), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (diagnostic laparoscopy). Essure was removed on (B)(6), 2013. At the time of the report, the uterine perforation, rectal perforation, genital haemorrhage, pelvic adhesions, bladder disorder, fatigue, alopecia, migraine, back pain, procedural pain, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, hyperhidrosis, abscess jaw, bruxism, pain in jaw, dysmenorrhoea, weight increased and complication of device insertion outcome was unknown, the haematochezia, menometrorrhagia and constipation was resolving and the dyspareunia had not resolved. The reporter considered abscess jaw, alopecia, back pain, bladder disorder, bruxism, complication of device insertion, constipation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, haematochezia, hot flush, hyperhidrosis, menometrorrhagia, menorrhagia, migraine, pain in jaw, pelvic adhesions, procedural pain, rectal perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date was reported as 18-dec-2017. Type of surgery: laparoscopic intra-abdomen lysis of adhesion. Malposition of essure device location of device 3rd coil in abdomen somewhere both tubes occlude but 3rd coil in abdomen somewhere. 3rd coil puntured the uterus, then entered abdominal cavity and migrated into rectom where is was found entangled. During placement procedure essure had misfired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Computerised tomogram - on 9-nov-2013: device was extruding into her left pelvis hysterosalpingogram - on 5-nov-2013: full occlusion of fallopian tubes. On 09-nov-2013, patient underwent for CT scan which revealed essure device extruding into her left pelvis. Patient current weight 230 lbs. On (B)(6), 2013, hysterosalpingogram (hsg) test was done quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6), 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/essure device was extruding into her left pelvis, located laying over the serosa of the rectum embedded in the fat within her left pelvis"), rectal perforation ("perforation rectom"), genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)"), haematochezia ("abnormal bleeding (general) bloody stool") and pelvic adhesions ("adhesions between her colon and abdominal sidewall as a result of her previous surgery") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "third essure device was located". The patient's past medical history included multiparous, gravida ii and parity 3 (((B)(6) 2006, (B)(6) 2010,(B)(6) 2012)). Previously administered products included for contraception: mirena from 2010 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included psoriasis and depression. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception, antidepressants since (B)(6) 2012 for postpartum depression, steroid antibacterials since 2008 for psoriasis as well as betamethasone since 2008, fluoxetine hydrochloride (prozac) since 2008 and ibuprofen since 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and haematochezia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), abscess jaw ("abscess on jaw line"), bruxism ("grinding teeth") and pain in jaw ("jaw pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2013, the patient experienced rectal perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes") and hyperhidrosis ("sweats"). On (B)(6) 2015, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), gastrointestinal disorder ("bowl problems"), weight increased ("weight gain"), menometrorrhagia ("heavy irregular periods"), constipation ("constipation") and complication of device insertion ("essure had misfired"). The patient was treated with medroxyprogesterone acetate (provera), clindamycin, metronidazole, cefalexin (cephalexin), amoxicillin, amfetamine sulfate (amphetamine salts), salpingectomy bilateral), ablation and diagnostic laparoscopy. Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, rectal perforation, genital haemorrhage, pelvic adhesions, bladder disorder, fatigue, alopecia, migraine, headache, back pain, procedural pain, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, hyperhidrosis, abscess jaw, bruxism, pain in jaw, dysmenorrhoea, weight increased and complication of device insertion outcome was unknown, the haematochezia, menometrorrhagia and constipation was resolving and the dyspareunia had not resolved. The reporter considered abscess jaw, alopecia, back pain, bladder disorder, bruxism, complication of device insertion, constipation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, haematochezia, headache, hot flush, hyperhidrosis, menometrorrhagia, menorrhagia, migraine, pain in jaw, pelvic adhesions, procedural pain, rectal perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date was reported as (B)(6) 2017. Type of surgery: laparoscopic intra-abdomen lysis of adhesion. Malposition of essure device location of device 3rd coil in abdomen somewhere both tubes occlude but 3rd coil in abdomen somewhere. 3rd coil puntured the uterus, then entered abdominal cavity and migrated into rectom where is was found entangled. During placement procedure essure had misfired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Computerised tomogram - on (B)(6) 2013: device was extruding into her left pelvis hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. On (B)(6) 2013, patient underwent for CT scan which revealed essure device extruding into her left pelvis. Patient current weight (B)(6) lbs. On (B)(6) 2013, hysterosalpingogram (hsg) test was done. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Events was added: grinding teeth, abscess on jaw line, jaw pain, weight gain, heavy irregular periods, bloody stool, constipation, abnormal bleeding (vaginal, menorrhagia), hot flashes, sweats, dysmenorrhea (cramping), hair loss, migraines / headaches, malposition of essure device location of device: 3rd coil in abdomen somewhere, migration of essure device location of device: rectum, pain, perforation (uterus), perforation (other) please describe and state the location of the perforation: rectom & essure had misfired were added. Following surgery was done: salpingectomy (bilateral removal of fallopian tubes), surgery (other) type of surgery: laparoscopic intra-abdomen lysis of adhesion. New reporters, patient lab data, concomitant, historical and treatment drug; historical and concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.